Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when creating anastomosis during an open sigmoid colectomy, the device fired twice but there was a poor staple formation. There was an excessive bleeding from the staple line. The surgeon oversewed the staple line to stop the bleeding. The event resulted to unanticipated tissue loss.